Event description:
During this case, the surgeon broke four protack staplers. There was no patient injury. The surgeon felt, he applied too much torque. Preoperatively, he was concerned because, the patient is significantly obese which will make fixation quite a bit harder. The patent had a laparoscopic incisional hernia repair with mesh on (B) (6) 2010.